Event description:
The customer reported that on (B)(6) 2011 a leak was observed on an unicel dxc 600i synchron access clinical system. The leak appeared to be coming from the wash and sample syringe. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No healthcare worker sought medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available at the facility. The customer tightened both syringes as a troubleshooting measure.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the wash syringe and peripump tubing. Instrument performance was confirmed per established procedure. The instrument was returned into service after the completion of the necessary repairs.